Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported problem. After investigation the results indicated a reportable malfunction due to the lifted dso seal, and the dso seal was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the clock battery 'may be dead'. The customer returned the product for the dead clock battery, and during physical inspection it was found that the downstream occlusion (dso) seal was lifted. There was no patient involvement.